Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was not showing an injectate temperature although it was showing the core body temperature. They tried different tubing, cardiac output cable, and a different input unit; but the issue remained. No patient harm or injury was reported. Investigation summary: nihon kohden's (nk) cas spoke with the customer and attempted to troubleshoot the issue but could not pinpoint a resolution. Qa sent multiple follow-ups to the customer but did not receive a response. A review of the device serial number and customer complaint history did not show any recurrence or other relevant complaints. A definitive root cause for this issue could not be determined with the available information. Possible causes of readings not showing for injectate temperature may include user error with device set-up or hardware failure. Hardware failure may occur through normal wear and tear due to the nature of electronic components degrading over time or extensive use. The review of the device serial number shows that the device is over 9 years old. User errors with device settings that can lead to issues with measuring injectate temperature may include the following: 1) if the measurement mode is set to manual and the injectate is not injected within 30 seconds of initiating the measurement function. 2) if a catheter other than a bath probe or inline sensor is used and the injectate temperature is not set in the catheter settings for cardiac output measurement. 3) the use of a catheter that is not approved for use with the nk bsm unit. The bsm-6000 operator's manual details proper catheter and injectate preparations and proper device settings to apply before measuring cardiac output. A significant trend or systemic quality issue has not been identified for the reported issue and device. Nk will continue to monitor and trend similar complaints. Attempt # 1: 03/07/2023 a phone call was made in an attempt to gather all information in the ni list. A voice mail was left for (B)(6)to call me back with the patient and device information. Attempt # 2: 03/13/2023 a phone call was made in an attempt to gather all information in the ni list. A voice mail was left for carly to call me back with the patient and device information. Attempt # 3: 03/16/2023 a phone call was made in an attempt to gather all information in the ni list. A voice mail was left for carly to call me back with the patient and device information.

Event description:
The customer reported that the bedside monitor (bsm) was not showing an injectate temperature although it was showing the core body temperature. There was no patient injury reported.

Event description:
The customer reported that the pulmonary is providing a core body temperature, but not injectate. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the pulmonary is providing a core body temperature, but not injectate. According to the customer, they tried different tubing and cardiac output cable and different input unit; however, the issue remained. The clinical specialist troubleshot the issue and stated that the injectate tubing and all cables were changed and this basically ruled out there being an issue with this unit. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.